Manufacturer narrative:
This patient received right tmj implants in (B)(6) 2015 and left tmj implants in (B)(6) 2017. According to the operative notes from the (B)(6) 2017 surgery, the patient had tremendous amount of bone growth and scar tissue on the right side that appeared to be restricting their range of motion. The surgeon elected to remove the right fossa and mandibular components in order to release the bone overgrowth and refixated the devices into their previous locations.

Event description:
The patient reported that her surgeon performed a debridement surgery on her right tmj implants to remove heterotopic bone growth.